Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va014uc. Implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient got their new patient programmer on the morning of report. It was noted that the programmer was working. It was further noted that the patient¿s implantable neurostimulator (ins) had not been working for 2 to 3 weeks. It was noted that the patient was not feeling stimulation. The reporter stated that her stimulation was turned on and set at amplitude of 3.5. It was further noted that the patient did not see the lightning bolt which indicated that the ins was turned off. It was noted that the patient turned stimulation on and confirmed that there was a lightning bolt. It was further noted that the patient increased stimulation to an amplitude of 4.5 and still did not feel stimulation. It was noted that the patient reported no stimulation sensation. It was noted that the patient had not felt stimulation for 4 weeks. It was noted that the patient reported no falls or traumas. It was further noted that the patient stated that she ¿could not go to the bathroom since the stimulation stopped.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.